Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for sticky foreign material on the control unit and on the eyepiece. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited sticky foreign material on the control unit and on the eyepiece. There was no patient involvement.